Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided it is likely due to degradation problem identified. The most probable cause is component failure. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. However, MDR reportable failure was found during testing at the service center. During inspection it was found that the device exhibited the distal end plastic cover was chipped. There was no patient involvement.